Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument cable snapped when suturing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted there were no injury to the patient. The instrument was inspected prior to use and no damage out of the ordinary was noted. The instrument did not collide with any other instrument or tool during the procedure. The surgical task was for suturing. No issues related to opening/closing of the grips; to left/right (yaw) motion of the grips; to up/down (pitch) motion of the wrist. There were many cables visibly protruding from the distal end of the instrument. No fragment fell into patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.